Event description:
The device was introduced into the left atrium and successfully delivered the initial eight pulses. Following this, both the physician and scrub nurse attempted to retract the guidewire but were unsuccessful. The farawave catheter and guidewire were removed from the patient for evaluation. Upon inspection, the guidewire was found to be immobile and unable to be advanced or withdrawn. The issue was resolved by exchanging the device, and the procedure was completed without further complications. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).